Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for physical evaluation, and the lot number and part number were not able to be obtained to date. Distribution records were reviewed to identify potential lots of the product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event

Event description:
A nurse called technical services to ask about a cycler and reported that a patient had coded and passed away unexpectedly while at a rehabilitation hospital while connected to the cycler. The nurse was not aware of the cause of death. Medical records have been requested. Identifying information about the cassette was not available.

Manufacturer narrative:
Additional information: describe event or problem, other relevant history and concomitant medical products have been updated to reflect additional information received for this reported event. Corrected data: outcomes attributed to adverse events was updated to reflect corrected data for this reported event. There was no documentation in the medical record supporting a possible association between fresenius dialysis products and congestive heart failure with volume overload or the death. The congestive heart failure with volume overload and death were unlikely related to peritoneal dialysis and likely related to the chronic cardiac medical history.

Event description:
A ccpd peritoneal dialysis patient was admitted for congestive heart failure from volume overload that was stable. She was treated with dextrose 4.25% and 2.5%. A nurse reported that the patient was having respiratory distress earlier in the day and had a chest x-ray. She had a decrease in heart rate to 40bpm and seconds later went into asystole, was coded and passed away while connected to the cycler. The nurse also reported that treatment was completed, they had a net ultra-filtrate of 544ml and the effluent was clear yellow. Cause of death was not reported. No further information will be available.

Manufacturer narrative:
The complaint sample was not available and the lot number was unknown, thus a search of the lots delivered to the customer was conducted, with a time frame of three months before of the occurrence day. According to the system no product was available from these lots on distribution centers to be analyzed. The entire lots had been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications.